Event description:
It was reported that the pump was not working properly due to being exposed to a cat scan. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.